Event description:
It was reported that the charger for the ilet system was not charging, and a replacement was initiated after confirming the shipping address and completing troubleshooting and education. Symptoms included very low power with a device battery status of ¿very low.¿ outcomes included interruption risk to normal device use that required replacement supplies to restore function. Investigation included customer interview, device use review, and troubleshooting to verify the charging issue. Investigation of this case revealed a charger performance issue consistent with a power or charging malfunction that resulted in the device remaining at very low battery and unable to charge. It was concluded, based on previously established findings for similar reports, that the cause was a defective or failed charger component.